Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after hemodialysis treatment using an ak98 machine was completed, the patient "went into" ventricular fibrillation. No further details regarding medical intervention or patient outcome was reported. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.